Event description:
Biomet acetabular liner from 1998 left hip replacement wore out and was replaced successfully (B)(6) 2015 (with hi-wall e1 ringlock ref. Ep-108323 lot 172470). All seemed well at dr.'s appt. On (B)(6) 2016. On about (B)(6) 2016 we heard a loud snap while my wife was walking on the sidewalk near to home. Revised again on (B)(6) 2016. Liner had broken into several pieces and had allowed ceramic femur head to damage the acetabular cup lock ring, so a replacement liner had to be cemented in. The new liner was hi-ring ringloc ep-105923 lot 002780. This event appears very similar to https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfmaude/detail.cfm?mdrfoi_ID=2683907. On saturday (B)(6) 2017 she was washing her hair in the shower and dislocated for the first time (ever), requiring a trip to the ER an closed reduction in an operating room. She was sent home on sunday night wearing an immobilizer. She dislocated again approximately fours later while brushing her teeth. Again an ER trip and closed reduction in an operating room, and sent home tuesday with a post-arthroscopy hip brace largely restricting hip motion. She saw her surgeon the next day, who adjusted the brace. On (B)(6) 2017 she dislocated for the third time, while wearing her brace and on her walker, just standing still. On (B)(6) 2017 hip was revised for the third time. The liner was found to be broken along the anterior section. Surgeon wanted to replace the acetabular cup with a constrained acetabular insert, but a screw was too deeply recessed into the original cup to remove. Instead replaced the liner. Two are listed in the implant record: a high wall g7 acetabular liner (cat number 010000925 lot 3929913 in/out) and an ep-108322 lot 495850, which I think is the one left in as it was slightly smaller. Right hip replacement done in 1997 is still without problems. All surgeries done by the same surgeon, and all using posterior approach (so anterior dislocations after 10 months recovery were unexpected). All parts were supplied by biomet / zimmerbiomet. According to the surgeon, there was one biomet representative in the operating room during the 2016 revision and two during the 2017 revision. Post surgery both times he said they took the broken parts to be tested. My wife also has breast cancer, which appears to get worse after major bone surgery. She was treated with a lumpectomy and radiation following the initial hip replacements in 1998, and had no evidence of disease until (B)(6) 2015 when an annual mammogram found cancer had returned. She was confirmed with stage 4 metastases in bilateral breast and lung, and t4 (but nowhere else) in early 2016. The last two revisions have required pausing chemotherapy for 4-6 weeks, with unknown consequences at present. Without knowing the cause of the last two breaks, we are concerned that the third liner might do the same. We contacted biomet for the test results, but they had no record of the last two revisions or any returned liners (I supplied the hospital implant records). The identity of the biomet representatives present at the last two surgeries is unknown, but if I can them biomet would like to talk to them. Regardless, the distributor tells biomet they were never given the pieces from the surgeon, and to contact him instead. After each surgery the surgeon has said he gave the to the reps. Biomet customer service manager says she will contact engineering and try to find out if the latest liner is any more or less brittle or malleable than the last two, and whether or not my wife will be able to resume normal activities - like gentle hiking - going forward.